Event description:
It was reported that the customer experienced a blood glucose (bg) level of 860 mg/dl, a fall, an unspecified kidney injury, and a high level of ketones identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage; however customer was unsure of the extent of kidney damage. The customer alleged the pump was not functioning as intended; however, this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.